Event description:
Rf [radiofrequency] probe was plugged into the relievant rf machine and ohms were too high. When we opened a new probe per dr. [Redacted], the issue resolved. Probe was inserted into the pt, the rf generator was turned on and it made a "noise" and shut off. Probe was removed and replaced with a new one without incident. Probe sequestered and given to supply chain. No rep was present. No apparent injury or complication noted during this incident.